Event description:
Healthcare professional reports one incident of blood leak, which tested positive with hemastix. Blood was not returned to pt. Treatment was resumed with new disposables. No pt injury or medical intervention reported.